Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be normal based on device usage. External power supply was used, and the device was restored by reloading product code. Telemetry, impedance, and pacing output functions of the device were tested and found to be normal.